Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter's charger was not working. Troubleshooting was performed. The customer also reported that they had a low blood glucose level of 40 mg/dl and their continuous glucose monitor did not alert. The customer did not get a calibration after the first two hours. Troubleshooting for the low blood glucose was not performed. The customer did not mention how they treated the low blood glucose. The device will not be returned for analysis.